Event description:
It was reported that the patient presented for a follow-up in clinic with a complaint of fatigue. Interrogation and surface electrocardiogram (ECG) revealed that the right atrial (ra) lead was capturing in the right ventricle (rv). X-ray confirmed that the ra lead was dislodged. The ra lead was subsequently explanted and replaced. The patient remained stable throughout the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate capture. A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the lead and applying torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within product specification. The reported event of inappropriate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
New information received notes that there was loss of atrial capture as the right atrial (ra) lead was capturing in the right ventricle (rv) as it had dislodged.